Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's time intermittently became inaccurate. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the pump's time was "lagging" by about 2-3 minutes at time of follow up. The customer was satisfied with this amount of "lag" and did not expect further follow up from tandem technical support.